Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Were there any intra-operative complications? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/ concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/ device implantation? Onset date of the mixed urinary incontinence? Mesh exposure site/ location, symptoms and diagnostic confirmation? Describe any medical/ surgical intervention for exposure including dates and surgical findings. What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. Two years following the procedure, the patient experienced recurrent mixed urinary incontinence and vaginal erosion was noted during examination. The exposed mesh was excised. Additional information has been requested.